Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the distal end of the distal markerband. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and a 2.25mm x 12mm nc emerge balloon catheter was advanced, but it also ruptured during initial inflation at 12 atmospheres for 15 seconds. The device was also removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and a 2.25mm x 12mm nc emerge balloon catheter was advanced, but it also ruptured during initial inflation at 12 atmospheres for 15 seconds. The device was also removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.